Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding that required cauterization and suturing is related to v.a.c.® therapy. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation; patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(4) 2016, the following information was reported to kci by the patient's family member: the patient's wound allegedly had blood that was possibly bright red and was a greater amount than normal. On (B)(6) 2016, the following information was reported to kci by the nurse: the physician saw the patient on (b)(46 2016. There was no report of any bleeding at that time and activ.a.c.® therapy was restarted. The patient's daughter-in-law had called the office and stated the patient had a bleeding event over the weekend and went to the emergency room where the v.a.c.® therapy was placed on hold, a suture was placed and the wound cauterized to stop the bleeding. The v.a.c.® was placed on hold at that time until she was could be seen by the physician. Therapy was restarted by the physician on (B)(4) 2016 and there have been no further bleeding events reported at this time and the patient is doing fine. On apr 5 2016, kci quality engineering (qe) completed a review of kci records, which determined the device with cords passed quality control (qc) checks and met specifications on (B)(4) 2016 before placement with the patient. The device was placed with the patient on (B)(6) 2016. Based upon review of patient's rental order notes, the patient's daughter refused to allow exchange of the unit. The unit remains with the patient's daughter to date with no further reported issues; therefore, the device is not available for evaluation. This customer complaint could not be substantiated by kci quality engineering.